Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited capture thresholds greater than 7.5 v, 1.5 ms in bipolar, left ventricular (lv) tip to right ventricular (rv) coil and lv ring to rv coil configurations. The physician elected to remove the lead. The physician did not think the event was caused by the lead and discarded the lead upon removal.